Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was frozen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. Due to the frozen display, the device was unable to be used. The customer was provided with a quote for bench service and a replacement touchscreen part, which the customer accepted. Repair of the device is pending assignment of a bench service engineer (bse). This investigation is ongoing.